Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have low blood glucose of 64 mg/dl. Customer reported to have had low blood glucose and passed out while driving. Customer was given a glucose gel pack by paramedics. Customer was not taken to the hospital. During troubleshooting, customer was not sure if insulin pump settings were correct. Customer was advised to monitor insulin pump. Customer was transferred to the sensor department.